Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pneumothorax after the lead implant. The patient¿s symptoms were stable. Therefore, no actions were taken. The lead remains in use. No further patient complications have been reported as a result of this event.